Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple pump error alarms. The customer reported that the insulin pump was making strange ticking and rattling sound when delivering basal. The customer reported that they reverted to back up plan. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. No unexpected pump error 42 alarm noted. The insulin pump was monitored for several days and no unexpected pump error 4 alarm, pump error 60 alarm or ticking or rattling sound noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.